Event description:
Philips received a complaint on the patient intellivue multi measurement server x2 indicating that the speaker failed to work and there was confirmed no sound. The customer replaced the mainboard, but it did not fix the problem. The device was not in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips remote service engineer (rse) spoke to the customer and confirmed that the reported issue was due to a faulty speaker assembly. A nemo (no engineer material only) service was agreed upon. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.